Event description:
It was reported that following the implant of a suburethral sling mesh, the patient experienced pain. "Examination under anesthesia revealed a suburethral vaginal wall mesh erosion extending across the urethra". The mesh was removed and the patient's pain was relieved. She continues to experience stress urinary incontinence. No additional patient complications were reported in relation with this event.